Manufacturer narrative:
The technician found the brake caster was broken. He replaced the caster to repair the bed.

Event description:
Information received indicates the brake caster at the foot end of the bed is not working.